Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿pump was not delivering boluses when it¿s supposed to.¿ no further information was available. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data found the date range does not cover the complaint date due to continued customer use. No activities related to the complaint were found in the available date range. On investigation, the pump powered up with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded correctly. The reported bolus delivery issue was not verified in the black box or duplicated during the investigation.